Event description:
It was reported that during a bilateral turbinate septoplasty, the tip of the jaw of the nasal forceps broke-off inside the patient. They were able to retrieve the fragment with no x-ray, no additional intervention, no additional surgery, and no additional medicine was needed.

Manufacturer narrative:
(B)(4): product evaluation: no analysis available; device has not been returned for analysis. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
Device received for analysis on september 4, 2013. Evaluation summary: product received by our quality engineers for analysis: one (1) sample(s) without the original product pouch or label was returned. The returned sample had etching, which identified part number as 3711020 (takahashi nasal forceps 2.5mm x 8mm). From the condition of the returned device, customer use was visible. Upon visual observation, the forceps tip (the tip that can be actuated by handle) was found broken at its proximal end and completely detached from the instrument. The broken edge was observed magnification and indicated the likelihood of mechanical stress / force observed at the break point. Method: microscopic inspection. Results: stress problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.